Event description:
It was reported the patient had the device replaced due to fluid loss.

Manufacturer narrative:
Add'l devices: catalog# 72402287, serial# (B)(4), expiration date- 11/23/2010, implant date- (B)(6) 2006, manufacture date- 11/2005. Catalog# 72402104, serial# (B)(4), expiration date- 06/05/2012, implant date- (B)(6) 2011, manufacture date- 06/2007. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.